Event description:
A customer contacted haemonetics on (B)(6) 2008 reporting that the orthopat machine was not powering on there was a burning smell and the ac light was not working. No injury or reaction noted.

Manufacturer narrative:
Upon evaluating the device, the reported problem was verified. A blood spill was also found inside of the device. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).